Event description:
It was reported that after a da vinci-assisted surgical procedure, fenestrated bipolar forceps instrument had loose conductor wire (black). The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wires insulation at the yaw pulley. There were no material missing and the conductor wires were exposed slightly. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint regarding a broken black wire was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage out of the ordinary. It is unknown what surgical task was being performed and the damage observed was the black insulation was stripped or damaged. There was no loss of cautery, so signs of thermal damage, it is unknown if there was any arcing observed, there was no collision, and nothing fell into the patient. Patient demographics were not provided.

Event description:
Refer to h11 for follow-up information.